Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm the devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient experienced severe pain after the procedure and that it was like an open surgery. An x-ray was taken and revealed that the leads had migrated. The physician thought that lead migration was the cause of the patient's pain. The physician performed an early pull of the trial leads.